Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The customer support engineer assisted the customer over the phone and found that the customer has many error codes that point to the da board being faulty. The customer support engineer advised the customer to replace the data acquisition board to address the issue.

Manufacturer narrative:
Css advised customer to replaced the data acquistion board.